Event description:
The following has been reported to hamilton medical ag on 28 may 2024 it was reported by hamilton medical inc, that on (B)(6) 2024 during testing, a hamilton t1 ventilator (sn (B)(6) delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24.8 o2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 = . As immediated corrective action, pneumatic tests in service software have been run according to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: external device is set to stld instead of atp, external fs not calibrated, defective external fs, leak (e.g obstruction valve, tubing, fs), rinse flow asymmetric, oscillation, turbulence before qvent sensor (1st generation), defective qvent sensor, pflow sensor defect, az leakage (pressure sensor assembly). The foolowing correction can be considered accordingly: make sure the external measurement is set to atp if qvent does not match the external measurement then: check for leaks (check obstruction valve), install flow mesh msp161944 (1st gen hw only, see kb-ID 3145), replace qvent if problem remains. If qvent matchs external measurement , but qaw is out of range, then: check expiratory valve / membrane cover if properly seated, check breathing circuit for leak, calibrate flow sensor, check rinse flow, replace flow sensor, replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 28 may 2024. It was reported by hamilton medical inc, that on (B)(6) 2024 during testing, a hamilton t1 ventilator (sn (B)(6) delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24.8. O2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 =. As immediated corrective action, pneumatic tests in service software have been run. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: external device is set to staled instead of atp, external fs not calibrated, defective external fs, leak (e.g obstruction valve, tubing, fs)-rinse flow asymmetric oscillation, turbulence before qvent sensor (1st generation). Defective qvent sensor. P flow sensor defect, az leakage (pressure sensor assembly). The following correction can be considered accordingly: make sure the external measurement is set to atp if qvent does not match the external measurement then: check for leaks (check obstruction valve), install flow mesh (B)(6) (1st gen hw only, see (B)(4)) replace qvent if problem remains. If qvent match's external measurement, but qaw is out of range, then: check expiratory valve / membrane cover if properly seated, check breathing circuit for leak, calibrate flow sensor, check rinse flow, replace flow sensor, replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only an UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided; this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During non-clinical use the ventilator went into ambient mode and alarmed with tfs. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective control board, pressure sensor assembly, and one ffc (flat flexible cable) from driver board to control board. After replacing the control board, pressure sensor assembly, and one ffc (flat flexible cable) from driver board to control board the device was released back into use.

Event description:
The following has been reported to hamilton medical ag on 28 may 2024. It was reported by hamilton medical inc, that on (B)(6) 2024 during testing, a hamilton t1 ventilator (sn (B)(6)) delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24. O2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 =. As immediated corrective action, pneumatic tests in service software have been run. According to the preliminary investigation performed, potential root cause associated to the reported issue are as follow: -external device is set to stld instead of atp. -external fs not calibrated. -defective external fs. -leak (e.g obstruction valve, tubing, fs). -rinse flow asymmetric. -oscillation, turbulence before qvent sensor (1st generation). -defective qvent sensor. -pflow sensor defect, az leakage (pressure sensor assembly). The foolowing correction can be considered accordingly: make sure the external measurement is set to atp if qvent does not match the external measurement then: -check for leaks (check obstruction valve). -install flow mesh msp161944 (1st gen hw only, see kb-ID 3145). -replace qvent if problem remains. If qvent matchs external measurement, but qaw is out of range, then: -check expiratory valve / membrane cover if properly seated. -check breathing circuit for leak. -calibrate flow sensor. -check rinse flow. -replace flow sensor. -replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.